Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced a cerebral infarction. The lesion being treated was unk. The physician successfully placed a taxus express2 3.50 x 12 mm study stent. The pt was discharged 2 days later. Thirty five days after the index procedure, the pt experienced a cerebral infarction and was hospitalized. Cerebral infarction was derived from atrial flutter. The pt was treated with medication. In the opinion of the physician, the event was not related to the taxus express2 stent.